Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated

Event description:
It was reported that there was a leak at artificial urinary sphincter (aus) balloon connection to tubing. All components were explanted and replaced.